Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found that the fiber was broken, and the connector end was separated from the fiber body. Microscopic inspection showed that the fiber tip had no issues; it appears it was stripped. It is likely the kink occurred after the device was packaged during manufacturing but prior to use of the device by the complainant. Functional testing was performed, and the console displayed the message: applicator has been used 0 times. The device history record (DHR) review confirmed that the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A review of the device instructions for use (IFU) was completed, the IFU states: immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and causing harm to surrounding tissues. And further states: carefully inspect the fiber for kinks, punctures, fractures, a broken tip (flat or ball), jacket/fiber or other particulates/pieces, or other visual damage. If the fiber appears damaged, do not use the device. If it is an unused device, return it to boston scientific for replacement. A review of the flexiva pulse laser fibers hazard analysis was completed and confirmed that the event of fiber tip broken before use was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation which indicates expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that prior to procedure, the fiber tip was broken off upon opening from sterile packaging. The procedure was completed using another of the same device. There were no patient complications. Analysis of the returned device identified a fiber body broken.